Event description:
It was reported that during a myosure procedure on (B)(6) 2025 the customer reported that the myosure device stopped cutting halfway through the procedure as well as experiencing issues with excessive torque. The procedure was reported to have been completed with a third device without further issue and no patient injury reported nor medical investigation required. The device was returned for investigation and the investigation was closed on january 16th 2026, which revealed that initially there were no signs of physical damage and that the window was in the open position. Inside the blade and in the window the positioning plug was observed. Functional testing was performed and the device was cutting tissue but not suction during the testing phase. No additional information available.

Manufacturer narrative:
Visual inspection was conducted, and there were no signs of physical damage. The window was in open position and the blade positioning plug was be observed. Functional testing was conducted, and the device was cutting the tissue but not suctioning during the test. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number.the device was released meeting all qa specifications.